Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired due to an obsolete part. The device was returned to the customer unrepaired per their request. The customer will receive a replacement device trough replacement program.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.